Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the strata nsc lp shunt kit in (B)(6) of 2015 according to the report, on (B)(6) 2015; reoperation was performed for lumbar catheter reconstruction. Reportedly, an x-ray image was taken in order to check the insertion of the catheter. The report stated that the x-ray image showed that the pressure level of the valve was different from the set pressure of the valve. According to the report, while the adjustment device showed the pressure level to be 2.5, the x-ray image showed values between 1.0 and 1.5. The report stated that the patient is under follow-up and there are no symptoms reported.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. It was reported that the patient had undergone an MRI scan after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ (B)(4).

Manufacturer narrative:
The returned valve was patent and met the requirements for reflux testing. It did not meet the requirements for pressure-flow or leak testing. There was proteinaceous debris noted in the interior of the device. Destructive analysis was performed to extract the magnetic rotor from the cassette housing of the device. Using the indicator magnet tool from the strata adjustment kit, it was determined that the polarity of the rotor magnet was reversed. A review of the manufacturing records showed no anomalies. Moreover, it was reported that the x-ray image taken at the time of implantation showed no issues; however, the value on the x-ray image and that on stratavarius started to diverge at some point after implantation. This indicates that the magnet was polarized correctly at the time of implantation. The reversal of polarity and reduction in strength of the magnet occurred after implantation, possibly due to exposure to a large magnetic field such as an MRI. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the valve. MRI systems up to 3.0 tesla may be used any time after implantation and will not damage the valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure using the stratavarius system. It is unknown if the patient was exposed to MRI systems higher than 3.0 tesla. Additional patient/device information: it was reported that the device was explanted on (B)(6) 2016. No patient impact has been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device evaluation is in progress. A review of the manufacturing records showed no anomalies. It was reported that the patient had undergone an MRI scan after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ additional patient/device information: it was reported that the device was explanted on (B)(6) 2016. No patient impact has been reported. (B)(4).